Event description:
The customer alleged the pump is not suitable for her therefore caused her to get mastitis and she was readmitted to the hospital. She alleged that she did not get any milk with the pump.